Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that over a month after the dental implant and abutment were placed in ada site 12 in the mouth, the implant had not achieved osseointegration. Clinician noted patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over a month after the dental implant and abutment were placed in ada site 12 in the mouth, the implant had not achieved osseointegration. Clinician noted patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).